Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was hospitalized due to hyperglycemia. The cgm reading was 225mg/dl but patient was not feeling well and was vomiting. The patient was taken to the hospital and admitted to the ICU, there they took a bg reading which was 400 mg/dl. The patient was treated with insulin and IV fluids. They monitored the patient´s bg every hour. The patient was discharged on the 05/03/2024. At the time of the report the patient was recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.